Event description:
Patient implanted with 5.0mm locking screws on (B)(6)2009. Patient complained of screw irritation from a tibial rodding and local tenderness over screw head. The 5.0mm locking screw was removed on (B)(6)2010 and was not replaced. Explanted screw was discarded.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine mfg site or mfg date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.